Event description:
On 7/4/93, broken regulators were leaking at shaft and liter flow gauge needle was stuck. On 8/2/93, regulator malfunctioned at an emergency. User changed regulators. On 10/27/93, liter flow guage needle stuck at 3.